Event description:
Had bilateral inguinal hernia repair with mesh plug 1/14/97. Readmitted 1/18 with wound infection l. Inguinal site. Had chills fever on admission. Site swollen, tender, with erythema. Wound explored 1/18. Large amount of pus drained; mesh plug removed; cultures done (see below). Right side did not exhibit any signs of infection (same catalog and lot # plug used on that side. No other cases of infection reported for similar cases using this device identified. Surgeon and infection control do not feel device caused the infection given all known circumstances. Voluntary reported to MFR for use in case similar events at other facilities unk to this hosp.